Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip misfired and the proximal portion of the clip closed. The result was a larger opening on the clip without complete closure. The surgeon removed the clip and applied another clip in its place. There was no consequence to the pt.